Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 12.6mm vticmo12.6, -15.50/2.5/010 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) /2020. The lens tore during injection into patient's eye. There was patient contact (lens touched the eye) with no patient injury. Lens was removed and exchanged during initial surgery on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic torn. Claim# (B)(4).